Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by a sales representative via telephone that fms pump not functioning during an unknown hip procedure. He does not want to troubleshoot and wants the pump to be replaced. There was no patient harm, no surgery delay, and case continued with another pump. The following additional information was received via phone by the sales rep on (B)(6) 2018: the sales rep reported that in the middle of the case the pump stopped pumping. The sales rep was not present for the procedure therefore could not provide any further information.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis confirmed reported issue (pump not functioning). Replaced front bezel and membrane switch (fill button issue) as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause is an issue with fill button. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = part number: 284002, serial number: (B)(4), lot number: 0303469155, quantity of the lot: (B)(4), supplier lot number: 0303469155, release to warehouse date: 2016-08-19, expiry date (if applicable): n/a, supplier: kimball manufacturing site: poland. Any anomalies or discrepancies in the manufacture of the lot: not observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.